Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The device's solenoid valve and proportional valve need to be replaced to address the issue. A service quote has been provided to the customer for onsite service.